Event description:
While performing routine test on the unit, the user found that the screen would display "err 11", and the unit would not function. There was no harm to any pt. The problem was found to be a failed integrated circuit on assmebly. The cause of the failure of the integrated circuit could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.